Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and unsure properly inserted cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found that cannula had not deployed as intended. The patient stated that the cannula did not deploy. The patient reported that the cannula was visible and the pink slide moved forward, indicating that the needle mechanism had a late deployment. The cannula did not insert into the skin. The pod was worn between 4 and 24 hours.